Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that when the surgeon was mixing the optipac, the viscosity was lower than normal. This product was used as is. The surgeon confirmed after use that the implant had been well fixation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated: b4, g3, g6, h2, h3, h6, h10. Picture provided shows that the cement paste dripped on the knee stem. The event is confirmed. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. Complaint history identified no additional complaint for the reported part/lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon was mixing the optipac, the viscosity was lower than normal. This product was used as is. The surgeon confirmed after use that the implant had been well fixation. No adverse events have been reported as a result of the malfunction.